Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years 5 months. The patient remains ongoing on lvad support; however a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient¿s lvad system showed an intermittent driveline fault alarm during interrogation on (B)(6) 2018. Attempts were made to clear the alarm. The external driveline was completely covered with electrical tape, and the white silicone was torn in multiple places. The patient was stable, felt fine, and had no current alarms, so was not admitted. Review of the submitted log file by technical services revealed 150 driveline faults. On (B)(6) 2018 the lvad system continued to have intermittent driveline faults. Per technical services, the driveline status did not show further degradation of the affected wires. The morning of (B)(6) 2018 the lvad system produced low flow alarm. System controller interrogation revealed pump stoppages. Log file analysis by the manufacturer¿s technical services confirmed the pump stoppages. On (B)(6) 2018 phase interrupter tests found a brown wire open. Technical services performed the distal end percutaneous lead (driveline) replacement. The replacement was completed without issue.

Manufacturer narrative:
The evaluation of the returned percutaneous lead portion confirmed wire damage that would have contributed to the reported events. A technical services representative was onsite on 30 mar 2018 to perform a percutaneous lead distal end repair. A section of the percutaneous lead approximately 20 inches long and segments of wires were returned for evaluation. The percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Evidence of the clamshell repair was noted around the metal connector. Green rescue tape had been applied all around the percutaneous lead. Upon removal of the clamshell and rescue tape, superficial tears were noted from approximately 2.5 inches from the metal connector to the end of percutaneous lead portion. Clear bionate discoloration and twisting were noted underneath the silicone jacket. Examination of the percutaneous lead found breakdown of the braided shield approximately 2.5 inches to 7 inches from the metal connector. Additionally, overall shield deterioration was noted after removing the bionate. Visual inspection of the wires showed a breach to the insulation of the red wire adjacent to the metal connector. The remainder of the percutaneous lead was submerged in a saline solution for high-potential testing to verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage. The percutaneous lead was tested on a standard hydraulic -qualification (hq) water loop in a load condition for an extended amount of time. The driveline fault alarms were unable to be reproduced. While manipulating wires for inspection, the insulation of the brown and red wires elongated and the black wire fractured at approximately 17 inches from the metal connector, indicating that the majority of the inner conductors of black, brown, and red wires had fractured. The red wire redundantly supports motor phase 3, and the black and brown wires redundantly supports motor phase 2. If the exposed conductors of the red wires made contact with the braided shield, the resulting short would have caused speed drop and pump stops while the system was operating on the power module. The inner conductor breakdown of the black and brown wires would have resulted in the speed drop and pump stop events while the system was operating on batteries or the power module. The inner conductor breakdown of the black, brown and red wires would also have caused the driveline fault alarms captured in the submitted system controller log files. The observed wire damage appeared to be the result of fatigue failure due to cyclic flexing. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.